Manufacturer narrative:
An event regarding instability involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post- operative x-rays, primary and revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Poly exchange for knee instability. Removed a 13mm triathlon cr insert and replaced it with a 22mm cs insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Poly exchange for knee instability. Removed a 13mm triathlon cr insert and replaced it with a 22mm cs insert.